Event description:
It was reported that the device exhibited post-paced t-wave oversensing (pptwos). No further information was available.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that programming changes were made to resolve post-paced t-wave oversensing. The patient was in stable condition.